Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5054056 / 5059431.

Event description:
It was reported that the patient experienced discomfort due to ipg migration. It was also noted that the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.